Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system generated multiple alerts due to atrial arrhythmia burden. The patient was checked in clinic. It was determined that the patient presented a chronically sustained atrial arrhythmia and all other diagnostic measurements were normal. The left ventricular (lv) lead vector was reprogrammed. Moreover, the day after reprogramming was performed the lv lead started high exhibiting out of range pacing impedance measurements. Boston scientific technical services (ts) reviewed the system stored data and concluded the impedance trend suggested the change of lv vector impacted the measurement. Additionally, ts noticed the crt-d had incorrectly declared atrial fibrillation (af) with rapid ventricular response as ventricular tachycardia (vt) episodes. No inappropriate therapy was delivered as result. Ts recommended reprogramming the lv lead vector and suggested parameters changes to optimize the treatment of the af. Additional information indicated the patient was checked in clinic. The crt-d was reprogrammed to a non tracking mode and the lv lead vector was changed again. The physician plans further medical regarding the af. There is no indication that device damage was suspected. System remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to update the h. Device manufacturers only (conclusion code) & additional manufacturer narrative fields. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system generated multiple alerts due to atrial arrhythmia burden. The patient was checked in clinic. It was determined that the patient presented a chronically sustained atrial arrhythmia and all other diagnostic measurements were normal. The left ventricular (lv) lead vector was reprogrammed. Moreover, the day after reprogramming was performed the lv lead started high exhibiting out of range pacing impedance measurements. Boston scientific technical services (ts) reviewed the system stored data and concluded the impedance trend suggested the change of lv vector impacted the measurement. Additionally, ts noticed the crt-d had incorrectly declared atrial fibrillation (af) with rapid ventricular response as ventricular tachycardia (vt) episodes. No inappropriate therapy was delivered as result. Ts recommended reprogramming the lv lead vector and suggested parameters changes to optimize the treatment of the af. Additional information indicated the patient was checked in clinic. The crt-d was reprogrammed to a non tracking mode and the lv lead vector was changed again. The physician plans further medical regarding the af. There is no indication that device damage was suspected. System remains in service. No adverse patient effects were reported.